Event description:
It was reported that two years four months and fourteen days post port placement procedure, the septum of the port allegedly dislodged off the rim of the port. Reportedly, the port was removed. There was no reported patient injury.

Manufacturer narrative:
A voluntary recall has been initiated for the powerport tm duo m.r.I. Tm implantable port which was product catalog/lot number specific. Reportedly, the powerport duo m.r.I. Implantable ports are having difficulty in flushing, infusion, and/or aspiration, and septum dislodgements during use. As a result of the field action, this event is being reported as a malfunction reportable event. Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport duo MRI implantable port attached to a catheter was received. Visual, microscopic and functional evaluations were performed. The t-side port septa was noted to be partially dislodged from the port body. Furthermore, a mandrel test was performed by inserting a mandrel through both port stem lumens and it passed the mandrel test. Therefore, the investigation is confirmed for the reported material protrusion issue. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. D4 (expiration date: 03/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiry date: 03/2022). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported two years four months fourteen days post port placement procedure, the septum of the port allegedly dislodged off the rim of the port. Reportedly. The port was removed. There was no reported patient injury.